Event description:
A loss of capture at max output and high impedance thresholds was observed. The rv pacing lead impedance was within acceptable ranges 6 weeks ago when patient was seen. The rv pacing lead impedance has been variable since implant procedure. Lead damage suspected.

Manufacturer narrative:
Na